Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl - unknown hip, reason for revision: extremely enhanced serum metal concentration paired with pain after long physiological strain. (B)(4). Update: claimsuite ref, implant date, hip revised, hospital, surgeon received (B)(6) 2012. Claimsuite ref - (B)(4). Hip(s) to be revised: right. Update - added additional reason for revision taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision, asr xl - unknown hip, reason for revision: extremely enhanced serum metal concentration paired with pain after long physiological strain. (B)(4). Update: claimsuite ref, implant date, hip revised, hospital, surgeon received (B)(6) 2012. Claimsuite ref - (B)(4). Hip(s) to be revised: right. Update - added additional reason for revision taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: pain. Update: product details added for stem. Taken from email (B)(6) 2015 (B)(4). Update: MDR tree added to stem as advised by email from (B)(6) 2015.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 21125 reason for original complaint ¿ asr revision asr xl - unknown hip reason for revision: extremely enhanced serum metal concentration paired with pain after longphysiological strain. J&j ref. (B)(4). Update: claimsuite ref, implant date, hip revised, hospital, surgeon received (B)(4) 2012. Claimsuite ref - (B)(4) hip(s). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.